Event description:
The user facility reported that the device was slipping - not holding the pt's head in place. There was no pt injury. Add'l info was requested from the facility, but the only info received was that there was "no pt injury".

Manufacturer narrative:
The following info was revealed after the investigation. The unit was cleaned per the MFR's protocol 1907. The 6 inch transitional teeth were worn and required replacement. The repair dept was unable to duplicate a slippage condition. The device held pressure properly. The adjustment wrench was broken and the shock cushion and 1/4 inch plastic pin was worn. The left bracket would not move. As a result of the transitional teeth being worn from extended use of the transitional, this would not cause the unit to slip. As a result of the 1/4" plastic pin and shock cushion being worn from cleaning at elevated temperatures, this condition would not cause the unit to slip. The unit was locked during inspection and the repair dept was unable to duplicate a slip, it held pressure properly. All of the other components were functional. General maintenance and cleaning were required. Future incidents of this nature will be documented for recurrence and trending purposes.